Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Can you please forward the following event related questions on to the appropriate individual to clarify the information ¿ please clarify "did not seal a portion of the tissue.": did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? During a general surgery, the first staple load used and did not seal a portion of the tissue. It is unknown how the procedure was completed. There was no patient consequence. Can you please explain how the first staple load was used and did not seal a portion of the tissue? It was closed appropriately, 15 sec were spent prior to deployment. Did the device lock-out (no staples deployed and no cut line started)? Staples were not deployed, line cut. Were staples missing or not visible after being deployed? Yes. If staples were deployed were the staples formed properly in the proper closed b-formation? Some were. If staples depoyed did they seal the targeted tissues? No.¿ (B)(4).

Event description:
See attahced user facility medwatch form (B)(4).